Event description:
The recipient is reportedly electing explant surgery due to sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled. The recipient will be reimplanted with a competitor's device.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the fantail and damaged silicone overmold was observed on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly electing explant surgery due to electrode position. The recipient presented with sound quality issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.